Event description:
It was reported that the device exhibited post-sensed t-wave oversensing on the ventricular channel. The device was reprogrammed and no further t-wave oversensing has been seen. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).